Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a connection issue and it was not connecting to the processor. The issue occurred during maintenance. There were no reports pf patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h3, h4, h6, 11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224 and faulty cable connector unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connectivity issue and error 224 were due to the faulty cable connector unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.